Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 10 months due to prosthetic mitral valve endocarditis. The surgeon indicated that the source of the infection as "colon." The explanted device was replaced with another edwards bioprosthetic valve. Unfortunately, no other details were provided.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the valve was discarded by the hospital; therefore, the root cause of this event could not be confirmed through analysis of the valve. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. The surgeon also indicated the source of the infection as "colon." No other actions are possible with the available information. Of note, this patient also had another edwards valve explanted; please reference the MDR submitted for device serial # (B)(4) .